Event description:
It was reported the system displayed intermittent errors that could not be cleared and locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased and the filament drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.